Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with loss of prime warnings with the pump. The reporter could not perform troubleshooting at the time of the call. This complaint is being reported because the issue remains unresolved. There was no allegation of a serious injury associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: there were no alarms related to the complaint in the pump's alarm history. There was no data from the time of the reported loss of prime issue due to continued use of the pump. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was the detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.